Event description:
Report received that the device display did not increment the amount delivered. On an unspecified date and time, the device was programmed in the pca + continuous mode to deliver dilaudid 0.2 mg/ml with a 0.2 mg/hr continuous rate, a 1 mg pca dose, a 30 minute pt lockout, and a 6 mg 4 hour limit. After an unspecified length of time, it was noted that when the pt pushed the pendant button, the device display indicated that the 4 hour limit had been reached. Upon review of the display history, it was noted that the pca dose had been delivered, however, the display reportedly "read 0" and did not display the amount delivered. There were no reported adverse pt effects. No medical interventions were required. The customer contact reported that the device was not isolated at the time of the event, and was placed back into clinical service. Though requested, no additional info was provided.